Event description:
Upon receipt of the device, the user reported the monitor did not function as expected. The user reported a sudden flash on the monitor then it stopped working. No other details regarding the nature of the event were provided. Since the event occurred upon receipt of the device, there was no patient involvement during this event.